Event description:
Patient was undergoing embolectomy for cerebral occlusion in the mca using the penumbra system in combination with solitaire stent retriever device. During initial attempt, clot was released from retriever and occluded a distal aca branch. The physician then attempted to advanced a penumbra 4max reperfusion catheter over a penumbra velocity microcatheter into the aca to position the velocity beyond the occlusion in preparation for deployment of a 4 mm solitaire device. However, the velocity was not able to be advanced beyond the distal tip of the 4max. Each attempted resulted in the velocity to buckle inside of the 4max. After several attempts the physician withdrew the entire system to inspect both catheters. He was not able to advance the velocity through the 4max on the table after it was removed from the patient. No visible kinks were observed in either device. The physician removed another velocity and 4max from inventory and was able to navigate past clot successfully.

Manufacturer narrative:
Results: the velocity microcatheter's hypotube/stainless steel strain relief is stretched and shows damage to the distal tip. The distal shaft of the catheter has a bump approximately 2.0 cm from the distal tip. Conclusion: the complaint has been evaluated. The complaint indicates that there were issues getting the velocity microcatheter to pass through the distal tip of the 4max reperfusion catheter. The physician mentioned that there no visible kinks or damage to either of the catheters. During the evaluation of the returned units, there was visible damage to both catheters. The velocity microcatheter had stretched strain relief, a bump in the shaft, and damaged/ovalized distal tip. The 4max reperfusion catheter had pinches along the proximal shaft. If the lumen of the catheter is compromised there may be issues associated with compatibility with other devices. If either the 4max reperfusion catheter or the velocity catheter was damaged during use, the catheters may have become incompatible as described in the complaint. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2013-00346.

Manufacturer narrative:
Conclusion: the device has been returned and it currently undergoing investigation. A follow up MDR will be submitted upon completion of this investigation. This MDR is associated with MDR 3005168196-2013-00346.